Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on an unreported date; however, it was not specified if this was for the peritonitis event or for an unrelated medication condition. The cause of peritonitis was not reported. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. The action taken with pd therapy was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.